Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting during priming and sometimes had to press act button twice. The customer¿s blood glucose was unknown at the time of incident. The customer also state that chip missing near reservoir compartment and insulin pump had rejected many new batteries. The customer also report that the insulin pump much slower during rewind and unexplained no delivery alerts. The insulin pump will not be returned for analysis.